Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. All connections were checked and no issues were noted. A serial readout was performed and sent to livanova (B)(4) for evaluation. The serial readout was analyzed and no failure was detected. A functional verification test was successfully performed and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump being used for cardioplegia stopped during a procedure. The user restarted the console and was able to start the pump back up and complete the case without further issues. There was no report of patient injury.